Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling on their own or flashing screen anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose of 42 mg/dl. The customer stated that the low was caused by her over delivering bolus. The customer also reported that the screen was flashing and the numbers on the screen were ramping on their own and the scroll bar was moving without input. Customer treated and blood glucose went up to 251 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.